Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the femoral impactor was used for sigma knees and it is leaving black residue on the femur trial which get into the patient. It needs to be replaced.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no product was returned hence the complaint cannot be confirmed. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.